Event description:
It was reported to globus a screw has backed out of xtend cervical plate locking mechanism post-operatively at c4-7 level. Initial surgery date was (B)(6) 2013. No revision surgery is planned.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state an operating procedure. No evaluation could be performed as the implant still remains in the patient. It was reported the doctor will not revise.